Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) leads dislodged all the way into the superior vena cava. The rv lead was removed due to tight patient anatomy. Tissue was seen on the helix of the rv lead. The rv lead was replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).